Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to charge his scs ipg. Reportedly, the patient had been trying for multiple days to charge the ipg to no avail. Consequently, surgical intervention was taken to replace the patient's scs ipg and address the issue.